Event description:
It was reported that after a da vinci si total benign hysterectomy procedure, a broken cable was noted on a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument pitch cable was broken. Additionally, the instrument grip cables was frayed. No other damage was found.